Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy. Customer declined further follow-up from tandem technical support.